Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes of the alleged failure failed leak test is due to leak in the channel. The most probable cause of this complaint is traced to d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited the distal end plastic cover was burned. There were no reports of patient involvement.